Event description:
It was reported that a patient's pump was explanted as it was not relieving their spasticity. The catheter was cut in the spine to facilitate removal. The entire catheter was easily removed from the patient. The patient recovered from the procedure without sequela.

Manufacturer narrative:
(B)(4): results refers to the catheter. Final device analysis of the pump (model: 8627-18, sn# (B)(4)) revealed no anomaly as the device functioned normally. The pump passed a patency test. Green residue was noted as being seen on the roller arm. The reservoir was found to contain 13 ml of pf normal saline. The catheter (model: 8709sc, sn# (B)(4)) was received in two segments: model 8575 pump connector with 60.5 cm segment, and 28.0 cm to distal tip. Analysis revealed a hole found in the 28.0 cm segment, in an area 24.2 cm from the distal tip. The catheter appeared also to have been compressed in this area. The catheter passed a patency test, however failed a 30 psi pressure tested due to the hole. The alternate catheter segment passed the pressure test.